Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous report for the smartset mv 40g eo. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A worldwide complaint database search found no other reported incidents against the remaining product/lot combinations since release for distribution. Medical records and x-rays were received for evaluation. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Review of the provided medical records did not find any evidence of a device nonconformance. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and femoral loosening at the bone/cement inteface. Depuy cement was used. Update rec¿d 12/04/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the tibial component was loose also. The tibial component is being reported at this time. The complaint was updated on: 12/22/2014.